Manufacturer narrative:
Correction: the previous reg report should have been listed as serious injury in if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that on (B)(6) 2017 the patient bent over and lifted a child and felt a sudden jolting for 20 seconds at the normal location of stimulation that radiated to the patient¿s leg. The jolt stopped but was now not able to get a response from the ins. After jolting, the device shut off. The manufacturer representative had performed 3 back to back physician mode recharges (pmr) but the implantable neurostimulator (ins) was not able to communicate with the implantable neurostimulator recharger (insr), patient programmer, or clinician programmer. The ins was showing symptoms reflective of an overdischarge. There was a reported possible overdischarge. Recharging statistics showed all 6 sessions were (B)(6) date with all 0s showing. The patient indicated that they had last charged the device on (B)(6) 2017 and had made adjustments with the patient programmer. The patient had been keeping the ins charged, felt stimulation, had stimulation on all day every day, and had not been having issues prior to this event. After the pmr sessions, the recharger was showing error code 2902623. The caller was able to press the x button and bypass this message to get a start screen but were not able get a normal recharge screen. No power on reset (por)s were seen, no resets of the insr had been done, and the calling representative was assuming that the insr was working. The patient felt a warming sensation during the pmr session on (B)(6) 2018. They had never felt that warmth before. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported they were treating an overdischarge but have still not confirmed that this was the reason for the % battery going dead since the patient has expressed that they never let battery go down below 50% before recharging. The rep tried to interrogate using the clinician programmer and insr. All gave indication of overdischarge. Rep put patient under floro to make sure of lead integrity. No signs of breakage or disconnection. The cause of the jolt, signs of overdischarge, no communication, ins shutting off and warmth during pmr was not known. The rep performed physician recharge in order to communicate with battery and diagnose. Rep met with the patient on (B)(6) 2018 and performed another physician recharge, ins was pulled out of overdischarge after 30 minutes and were able to charge battery to 75 % before interrogating with clinician programmer. Battery charging however running empty very quickly. Rep stated they used patient's charger up and at first no coupling, changed the dial on the antenna screen and got full coupling. The rep reported that the patient's ins was out of overdischarge but when he tried to run impedances at 3v he got a screen on the clinician programmer saw ins was dead. Reviewed rapid charge/discharge post overdischarge. Rep ran group impedance and got 670 and 717 ohms for the patient's impedance and impedance check (both electrode and group) all checked out with no issues on the lead. Patient will continue to charge to 100% to try and use device and report back with how long charge is lasting. Was able to turn device and get stimulation for patient. The rep stated he felt that the patient's implantable neuro stimulator recharger screen was dim. Rep was redirected to repair. No patient symptoms or complications were reported in this event.

Event description:
Additional information was received from the patient. They reported that their implant was replaced because the battery 'died.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial#(B)(4)) found no significant anomaly. The ins had good and stable output and telemetry was acceptable. The ins had reduced capacity due to overdischarge but recharged normally after a physician mode recharge. If information is provided in the future, a supplemental report will be issued.